Manufacturer narrative:
Na

Event description:
It was reported that the patient was admitted to hospital to have a lead revision due lead fracture. There was myopential oversensing on the ventricular lead.